Manufacturer narrative:
(B)(4). The technical service engineer(tse) troubleshot this issue with the customer over the phone. The action recommended by tse corresponds with accepted service practices for the error codes generated by the device. The customer was instructed by technical support to call back if the recommended part or test did not correct the failure.

Event description:
It was reported that this ventilator display failed during power on. There is no reported patient involvement.